Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
In the article "complete intestinal obstruction and necrosis as a complication of a ventriculoperitoneal shunt in children" published in medicine (baltimore). 2015 aug; 94(34): e1375, doi: 10.1097/md.0000000000001375, it was reported that 2 patients had abdominal complications after chpv insertion. Patient #2: (B)(6) male with intestinal obstruction, adhesions and bowel necrosis with septic shock. Ventriculoperitoneal (vp) shunt complications are common, but abdominal complications are rare. The objective of this report is to present 2 cases of intestinal obstruction due to a vp shunt and review the literature for data on this rare occurrence. Patient #2: 6 (B)(6) male with intestinal obstruction, adhesions and bowel necrosis with septic shock. Ventriculoperitoneal (vp) shunt complications are common, but abdominal complications are rare. The objective of this report is to present 2 cases of intestinal obstruction due to a vp shunt and review the literature for data on this rare occurrence. This is linked with complaint number (B)(4).